Event description:
The patient¿s legal guardian (lg) reported that the patient had an infection at the pod infusion site on their leg while wearing the pod for an unknown duration. The patient¿s symptoms included an infection at the insertion site, and a fever. The patient was seen by a general practitioner (gp) on (B)(6) 2026. The patient was diagnosed with an infection. The gp prescribed antibiotics, after which the symptoms were resolved. Following review by the diabetes nurse, a skin preparation spray and emla cream were recommended to help prevent further site issues. The exact name of the spray was not available during the call. A new pod was applied. The lg was unwilling to provide any further information.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.